Manufacturer narrative:
Additional information was received that there was nothing wrong with the battery. It was a normal wear and tear. The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patients ipg was non-functional. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient was charging constantly. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Event description:
A report was received that the patients ipg was non-functional. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patients ipg was non-functional. The patient will undergo an ipg replacement procedure.